Manufacturer narrative:
Manufacturing site was corrected.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from a cobas 8000 e 602 module. The result for the patient on (B)(6) 2017 was 2931.0 iu/ml the result for the patient on (B)(6) 2017 with a new sample was 1.16 iu/ml and was reported outside the laboratory as 1.0 iu/ml. This sample had been aliquoted by the cobas p 612 pre-analytical system. On (B)(6) 2017, the result for the patient with a new sample was >10000 iu/ml with a data flag and 13695 iu/ml with a 1:100 dilution. The doctor questioned the result from (B)(6) 2017. The primary sample tube was repeated on (B)(6) 2017 with a result of 8274 iu/ml. This result was believed to be correct. The patient was not adversely affected. The field service representative performed a leak check on the system and found a slow leak when the system was stationary. Review of the sample tracking log showed a pause on the system at time the aliquot was created. He replaced the pipette tubing and repeated the testing with no leaks. Operational and mechanical checks passed. Upon further investigation, the root cause was confirmed to be the leak found by the field service representative, and the actions taken during the service visit resolved the issue. The affected pipetting module should be visually checked and cleaned daily which could have alerted the user to an issue. These actions are documented in product labeling for the device. (B)(4).